Event description:
A cc4204bf model lens tore prior to being implanted. There was no patient contact or injury. The facility indicated it was unknown as to why the lens tore. An msi-pf injector and an sfc-25 cartridge were used but the lot numbers are unknown.

Manufacturer narrative:
Evaluation results: visual inspection of the product found one haptic torn. There was evidence of surgical residue.